Manufacturer narrative:
A1 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in thyroid mass surgery, the site was not receiving any response from the emg tube. Rep facetimed the site and saw that when thumping the neck to get mechanical response, the waveform was flat. The electrode check showed no issues. The site had tried increasing the stim and decreasing the threshold with no resolution. Swapped emg tube with no change. Unable to stimulate the nerve, however was able to get a stim response with probe, confirming the probe was working. Doctor was concerned for the preservation of the nerve, the nim gave no nerve response tone during case. Rep showed up at the end of the procedure and tried a second patient box. There was no change in outcome of response. There was a surgical delay of more than an hour. Thyroid was closed and patient moved to pacu. They used the prass probe to stimulate the nerve. The procedure was completed with nim, without nim/nerve confirmation. No therapy was given in pacu, patient was able to speak and swallow as per doctor. There was no patient injury.